Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. Visual inspection: sd scrwdrvr shft/t4 50/self-retain/hxc (p/n: 03.130.010, lot number: 31p4532) was received for analysis. Upon visual inspection, the tip of the drill bit is twisted. No other issues were identified with the returned device. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post-manufacturing deformation of the tip. Document/specification review: the drawing 03_130_010.drw rev. F was referenced for investigation. Investigation conclusion: this complaint is confirmed as the tip of the device is twisted. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Two pieces were scrapped in cell at op #70, incoming inspection ii, for an incorrect laser etch position. Production order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev g met all inspection acceptance criteria apart from the two (laser etch) pieces noted. Packaging label log (pll) lppf rev c, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 20-mar-2020 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.12. Inspection certificate supplied to universal punch from zapp (for raw material) dated 10-nov-2017 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 15-apr-2020 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 30-apr-2020 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, two(2) screwdriver shaft tips were twisted and no longer self retains the screws. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) sd scrwdrvr shft/t4 50/self-retain/hxc. This is report 1 of 2 for complaint (B)(4).